Event description:
It was reported that this right atrial (ra) lead was explanted due to endocarditis. This explanted ra lead, along with explanted cardiac resynchronization therapy pacemaker, right ventricular lead, and left ventricular leads are expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.